Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in november she had fallen approximately four times during that month. Patient also states that she has fallen since, but does not remember when. The patient states she started noticing a difference in relief in november after the falls. She said the relief has just gotten less and less since november. Today the customer service rep interrogated the patient battery and found that lead 0 to 7 reflected damage to contact number seven. Lead eight through 15 reflected damage to contacts nine through 15. The patient was reprogrammed using lead 0 to 7 avoiding contact number seven. The manufacturer representative was able to get stimulation and left low back and leg and some stimulation very minimal on the right. Dr. (B)(6) was made aware of the patient falls and reprogramming of patient. Patient denies all the complaints at this time. Patient is going to try all three programs to see if she can get relief of at least 50% if she does not she will contact dr. Craig¿s office to let them know so they can schedule her for a lead revision. At the time of the report, the patient was getting appropriate pain relief.